Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer however, x-ray images show a fractured ceramic head disassociated off of the stem. Without additional information the root cause for this event cannot be established. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon sent in x-rays of a patient showing disassociation of the head from the stem. Head appears to be broken in half with additional smaller pieces present. Surgeon reported there was no trauma.

Manufacturer narrative:
An event regarding device fracture involving a ceramic head was reported. The event was confirmed through a clinical review of the provided x-ray. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: x-ray shows confirms disassociation and fractured head; need operative reports, clinical/past medical history, examination of explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details, operative reports, clinical/past medical history, examination of explanted components. Are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Surgeon sent in x-rays of a patient showing disassociation of the head from the stem. Head appears to be broken in half with additional smaller pieces present. Surgeon reported there was no trauma. As reported update: "postoperative diagnosis: the patient underwent right hip arthroplasty (B)(6) 2017. The liner was damaged because of the ceramic head fracture. Head and liner components were removed (B)(6) 2018".